Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted due to helix was bent and elongated during repositioning.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.